Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received two inappropriate shocks due to t-wave oversensing. T-wave oversensing was only seen at faster intrinsic rates. An inquiry was made to see what could be programmed to prevent the oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.